Event description:
It was reported that the product over-heated during testing. There was no pt involvement or adverse consequences reported with this event.

Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. Internal components were evaluated, which revealed build up of debris inside the device.